Manufacturer narrative:
Clarification: the sn was provided as (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". Device has been explanted. This relates to the left side.